Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured, and the suture was found broken, which matches with the findings per media analysis on the provided photo. No other problems with the device were noted. The reported event of suture broken was confirmed. Upon analysis, the ligator housing was returned with seven bands attached to it and the returned handle had the suture broken. The suture could have been broken during procedure and this unable the physician to deploy the bands. It is possible that procedural or anatomical factors could have affected the overall performance of the device making some tension on the suture and ultimately broke it, and consequently, making it unable to continue the normal procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure to treat upper gastrointestinal emergency bleeding performed on (B)(6) 2024. During the procedure, there was a problem with the suture of the ligature bands as one of the sutures was fractured when pulled before the band deployment. The procedure was completed with another speedband superview super 7. It was noticed that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure to treat upper gastrointestinal emergency bleeding performed on (B)(6) 2024. During the procedure, there was a problem with the suture of the ligature bands as one of the sutures was fractured when pulled before the band deployment. The procedure was completed with another speedband superview super 7. It was noticed that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.